Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. No additional information is available.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. No additional information is available.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. No additional information is available.

Manufacturer narrative:
Additional information was received that the patient underwent the pocket revision due to pain at the pocket site.